Manufacturer narrative:
Device not returned

Event description:
It was reported that the customer experienced a high blood glucose (bg) level ranging from 490 to 577 mg/dl. The cause of the high bg was unknown. The customer delivered a correction bolus to address bg level. Tandem technical support performed a pump system check and verified the pump functioned as intended. Recommendation was made to discuss diabetes management with a health care professional. Customer declined all further troubleshooting.